Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that there was no damage on top case or bottom case. Plunger is cracked by screws and plunger lever doesn't go up all the way. During power up process, the reported problem was duplicated. The root cause of the reported issue was found to be dowel pin out of place on the plunger head mount. This issue is a result of the customer's physical damage to the device. Replaced plunger head mount and dowel pin. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the plunger was broken. No patient injury reported.